Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that following an unrelated cardiac ablation procedure wherein the patient's ipg was not placed into surgery mode, the patient's ipg was no longer communicating with external devices. Troubleshooting took place with an abbott representative wherein the patient's ipg was recovered successfully, and therapy was restored.